Manufacturer narrative:
Investigation summary a mz5301 sample was not available for investigation; however, the customer indicated the complaint sample is from lot 21045172. The feedback provided by the customer suggests the maxzero piston was recessed within the housing following disconnection of an unknown syringe. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21045172 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience.

Event description:
It was reported while using bd maxzero¿ pressure rated minibore 1 maxzero¿ needle-free connector leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: when withdrawing the syringe the blood flows. The silicone of the stopper is not closing well.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd maxzero¿ pressure rated minibore 1 maxzero¿ needle-free connector leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: when withdrawing the syringe the blood flows. The silicone of the stopper is not closing well.